Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which fluid loss caused by a broken cylinder was identified. Cylinders and pump were removed and replaced, while the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.